Event description:
The nurse programmed the pump in the dose rate calculation mode, setting the rate to 10 ml/hr. The pump alarmed instrument malfunction. The nurse turned the pump off then back on and the rate had changed to 17 ml/hr. The pump had not been connected to a pt.